Event description:
The customer reported that the unit had no display.

Manufacturer narrative:
H.3. And h.6. The factory has not yet received the device for eval and this complaint is still under investigation.